Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using the pinnacle pfr kit, the suture bullet popped off inside the capio suturing device while the physician was loading it outside of the pt. The physician completed the procedure with another of the same device with no pt complications, and the pt is reported as "fine".

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.